Manufacturer narrative:
Investigation results: the complaint of needle retraction failure was confirmed due to the circumstantial evidence that was exhibited in the provided photograph. The photo showed a needle that was extending from the grip. The top web of an 18g insyte autoguard device from lot #2305377 was shown in the photo. The IV catheter was missing from the needle. What appeared to be blood residue was visible within the flash chamber of the needle hub. As the photograph supports the complainant¿s description of the reported retraction failure, the complaint was confirmed; however, the root cause could not be determined without the physical sample. No other similar complaints were reported from the implicated lot. The complaint that the catheter could not be advanced could not be confirmed from the photograph since the IV catheter had been removed from the needle and was not shown in the photo. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd iag bc pro needle did not retract. The following information was provided by the initial reporter: once catheter was placed, rn attempted to activate safety mechanism to retract needle, but did not work. Rn removed needle completely from catheter, away from patient and attempted to retract needle with button, no success. The issue occurred on (B)(6) 2025. There was no harm to the patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.